Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: crease fold and opening. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify two punctured in the anterior side. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: two puncture opening on radius/anterior due to surgical damage like. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Additionally reported was particles in the valve. Device has been explanted and replaced.